Manufacturer narrative:
This was a use error. There was no reported patient injury. The flow sensor was not maintained per user manual instructions and was contaminated by the nebulizer drug causing erratic flow readings resulting in patient disconnect alarm. Log review by product engineering showed no machine malfunctions, therefore, this event is not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that unit was alarming non-stop and showed patient disconnect even while the respiratory therapist checked and verified that all the connectors were intact.